Event description:
Initial result for a patient calcium was 5.0 and when repeated, the result was 9.2. The incorrect result was not used to guide therapy. The field service rep found the sample probe was clogged and repaired the instrument by replacing the probe.